Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported material separation appears to be a potential product issue. The reported latch separation is a cascading effect of gripper lever cap separation. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
This is filed to report the gripper latch separation. It was reported the mitraclip procedure was performed treat degenerative mitral regurgitation (mr) with an mr grade of 4. The mitraclip delivery system was advanced and was deployed. However, sometime during clip deployment, the gripper cap and the gripper lever latch both came off. Clip deployment was continued without any other issue. To further reduce mr, two additional clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.